Event description:
The large suturecut needle driver instrument was returned, no further information was provided.

Manufacturer narrative:
The instrument was returned, no information was provided. Engineering evaluated the instrument and found a frayed cable. The one grip close cable was frayed at the grip hub. The frayed strands stuck out from the hub. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.